Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) heard a 'pop and snap' from his device and then a constant tone. Upon interrogation of the ICD, the physician noted that the ICD had undergone a reset.